Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to previous h10 (device return). The device was not returned to olympus for inspection, but was inspected by fse (field service engineer) on site. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problems were noticed while the customer was replacing it with another olympus system in preparation for surgery. However, the fse said the device is now working fine and will not be sent in. The definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the device did not display an image intermittently due to a blank lcd screen, a blacked out touchscreen, and colored bars displayed on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center didn't display an image intermittently due to a blank liquid crystal display (lcd) screen. Additionally, when the device would turn on, it would also display a colored bar on the monitor. The issue was found in preparation for use before a percutaneous nephrolithotomy procedure. There were no reports of patient harm. The malfunctioning device was swapped out with another olympus device to complete the procedure.